Event description:
New information notes that the lead was capped and replaced during normal device changeout. There were no complications.

Event description:
It was reported that the lead exhibited high capture thresholds and low sensing thresholds. There were no consequences to the patient and the patient's condition was good before and after the event. The device remains implanted.

Manufacturer narrative:
Na